Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the end of a procedure involving an aortagram with runoff and treatment of the left femoral artery, a flexor ansel guiding sheath separated at the hub upon removal of the device from the right groin. An unknown balloon catheter and stent system were used during the procedure, and heparin was administered. The anatomy was reportedly very calcified, and resistance was encountered upon both insertion and removal of the device, which was in place for approximately 45 minutes. The dilator was not reinserted prior to removal of the device, and nothing was in the lumen at the time of separation. The hub of the sheath was used to pull the device from the patient. The device was removed successfully and the patient is reportedly "fine". Blood loss was not reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, at the end of a procedure involving an aortagram with runoff and treatment of the left femoral artery, a flexor ansel guiding sheath separated at the hub upon removal of the device from the right groin. An unknown balloon catheter and stent system were used during the procedure, and heparin was administered. The anatomy was reportedly very calcified, and resistance was encountered upon both insertion and removal of the device, which was in place for approximately 45 minutes. The dilator was not reinserted prior to removal of the device, and nothing was in the lumen at the time of separation. The hub of the sheath was used to pull the device from the patient. The device was removed successfully and the patient is reportedly "fine". Blood loss was not reported. Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One flexor ansel guiding sheath was returned used. The check flo was separated from the sheath. The flare was out of round. The cap inner diameter measured within specification. No other issues were identified during the analysis. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Precautions: while inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. Sheath removal: 1. Insert a wire guide until its tip extends at least 10cm past the tip of the sheath. 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. 3. Remove the wire guide." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the evaluation and the investigation, patient anatomy is the most likely cause of this failure as it was reported that the access site was heavily calcified. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.